Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. It was reported that flows on the pump were reading higher than expected for the established p-2 setting. It was believed that a possible sensor drift was occurring. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Failure mode changed from optical signal issue to placement signal issue since the issue was found to be against the dp sensor. Noticed higher than expected flow for what the p2 should give. No product was returned but data logs were recovered. Review of the data logs showed dp drift with placement signal trending down and flow trending up despite reducing p-levels. The cause of the placement signal issue was most likely sensor drift due to data log analysis showing placement signal drifting down while mc drifting up. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.